Event description:
It was reported that during transforaminal lumbar interbody fusion (tlif) surgery, it was discovered that the motor device clicked when it was turned on, had an error code, and had no power. The type of error code was unknown. There were no delays to the planned surgical procedure as an identical spare device was used. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported conditions were duplicated and confirmed.  The assignable root cause was determined to be normal use and servicing over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.